Event description:
An endurant ii stent graft system was attempted for use in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft could not be deployed. It was noted that there was no abnormality noted during the inspection of the device. The stent graft was retracted and the operation was completed with another device. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.